Manufacturer narrative:
As reported the optifix straight fixation device is not available to be returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ and "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during a laparoscopic hernia repair, optifix straight fixation device successfully fired 2 times, on the 3rd firing, the fastener stuck in the mesh but did not anchor it. On the fourth try no fasteners deployed and the surgeon fired away from the patient several times and the device deployed a broken fastener. There was no reported patient injury.